Event description:
A reprocessed stryker shaver blade aggressive plus was in use when noted that tip of shaver broke off during a shoulder procedure. Fragment was retrieved with fluoro confirmation of no other fragments left behind. Diagnosis or reason for use: rotator cuff repair. Event abated after use stopped or dose reduced?: yes.